Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was deployed; however, the clip arms bent and the clip fell into the patient in an open state. The detached clip was retrieved with forceps, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Mfg. Site name: (B)(4). A visual examination of the returned complaint device noted that the clip assembly was half deployed, and the clip was returned with the device. Functional evaluation was performed, and the yoke which was still attached to the control wire was actuated and deployed. The clip prongs were not locked into the capsule and was bent. A kink was noticed in the control wire near the center of the device. These failures are likely due to anatomical/procedural factors encountered during which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was deployed; however, the clip arms bent and the clip fell into the patient in an open state. The detached clip was retrieved with forceps, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.